Event description:
It was reported that the mini vision was unable to cross the heavily calcified left anterior descending artery (lad). Upon removing the mini vision delivery system from the pt, the stent was noted to have dislodged from the delivery system and was successfully removed via a snare device. Dr (B)(6) believes the heavily calcified lesion caused the stent dislodgement. No other devices were able to cross the lesion. There were no adverse pt effects. Though requested, there was no add'l info provided.

Manufacturer narrative:
(B)(4). Eval summary: analysis noted only the dislodged stent was returned. The stent delivery system (sds) was not returned. There was blood visible on the stent, which is consistent with the stent inside the pt anatomy. There was a snare device caught on the first row of the stent. The first three rows of proximal struts and first row of distal struts were stretched. The entire length of the stent was slightly smashed. The stent outer diameters could not be measured due to the damage noted. The inability to cross a lesion can be affected by numerous factors including, but not limited to, pt anatomical morphology, pt disease state, pre-dilatation strategy, device placement technique, and accessory device support. It is likely that interaction with the heavily calcified lesion contributed to the reported failure to advance. Additionally, an interaction with the lesion/anatomy during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have subsequently led to the stent dislodgment. Add'l non-surgical treatment was used to retrieve the stent from the pt anatomy by a snare device, likely contributing to the damage noted to the stent. A review of the product mfg records did not reveal any non-conforming material records associated with this lot and all lot release testing met mfg criteria. There is no indication of a lot specific product quality deficiency. The reported failure to advance and stent dislodgement appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the mfg line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.